Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation and troubleshooting options were discussed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation and troubleshooting options were discussed. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that a device replacement procedure was performed which solved the high impedance measurements. This lead remains in service. No adverse patient effects were reported.